Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the customer, during procedure, while navigating, the precision was immediately and abruptly lost, the target point was shifted by 1cm. The procedure was completed successfully without a delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, during procedure, while navigating, the precision was immediately and abruptly lost, the target point was shifted by 1cm. The procedure was completed successfully without a delay; no medical intervention or adverse consequences were reported.